Event description:
Procedure type: lap gastric banding. According to the reporter: during the procedure, the needle on the vloc endo stitch broke during the first suturing pass. It went in fine and then the needle broke completely in half and the broken piece was in the fundus of the stomach above the lap band. An x-ray was performed and the needle fragment could be seen on the x-ray to have moved in the pouch to an area below the band. The surgeon could not retrieve the piece and sent the patient to recovery. The surgeon stated he believes that the fragment will pass through the intestinal track.

Manufacturer narrative:
(B)(4).